Manufacturer narrative:
Date of event estimated.

Event description:
Additional information was received stating that surgical intervention took place where the right t12 lead was explanted and replaced to address the issue. The ipg was also replaced but met longevity. Effective stimulation was restored.

Manufacturer narrative:
Date of event estimated. The device was not returned for analysis; however, diagnostics report was received and confirms multiple contacts with invalid impedances. Based on the information received, the cause of the invalid impedances could not be conclusively determined.

Manufacturer narrative:
Date of event estimated. The device was not returned for analysis; however, diagnostics report was received and confirms multiple contacts with invalid impedances. Based on the information received, the cause of the invalid impedances could not be conclusively determined.

Manufacturer narrative:
Date of event estimated. During processing of this incident, attempts were made to obtain complete device information. Further information was requested but not received.

Event description:
It was reported that the patient system diagnostics recorded high impedances on the t12 drg lead. The patient still has effective therapy. The ipg was also end of life but met longevity. Surgical intervention may take place at a future date to address the issue.